Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b5, d1, d6a, d6b, d10, e1, e2, e3, g2, h6 clinical code, impact code, and problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Concomitants: 02-010-04-0335 femoral component cr, porous size 3.5 (B)(6). 02-012-45-3535 fit tibial tray cemented size 3.5f/3.5t (B)(6). 02-012-48-3509 tibial insert cr, size 3.5, 9mm slope + (B)(6). 200-02-38 three peg patella, 38mm (B)(6).

Event description:
As reported, approximately 8 years and 8 months post initial right total knee arthroplasty (tka), the patient presented with pain and swelling. A revision was performed and everything was removed. The surgeon advised that there was a lot of fluid removed during surgery. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of joint swelling and pain. However, this cannot be confirmed and contributions from patient, user, or device related considerations to the event could not be assessed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient contacted exactech and reported consistent pain in their knees and is unable to have their knees replaced. No other information provided.